Event description:
Related manufacturer report number: 2017865-2022-08092. During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. The physician alleged ra and rv lead insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. The leads were explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise resulting in oversensing and suspected insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix in the fully extended position and clogged blood and tissue. A visual examination of the lead revealed an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported events was isolated to external abrasion consistent with friction to the device can.